Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor also, with severely scratched display window noted. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and the motor passed motor test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. No low battery alert noted. The insulin pump has cracked battery tube thread and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several motor error alarms, bad battery issues, and low blood glucose levels. The customer's blood glucose level was as low as 25 mg/dl. The customer's blood glucose level at the time of call was unknown. The customer stated they had the flu at the time of call. The customer declined to troubleshoot. The customer's insulin pump was replaced and was informed to return it for analysis.